Event description:
The device was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Event description:
The patient heard a ¿chime¿ on (B)(6) 2014. The patient went to use the ptm and saw an 8474 error code. The pump was in safe state; low battery reset occurred on (B)(6) 2014 at 20:32 more than once. The patient did feel like she was not getting her medication. The device system was used to deliver hydromorphone. Telemetry confirmed that a critical alarm was occurring. Reset occurred - low battery; safe state on (B)(6) 2014 at 20:28. The pump was scheduled to be replaced on (B)(6) 2014. The pump had been alarming for a week so the alarm interval was extended. The patient was being managed on oral meds until replacement. It was later reported that on (B)(6) 2014, the home health nurse read the pump logs and determined that the pump eri (elective replacement indicator) was 44. The critical alarm was showing battery depletion. The patient experienced pain and underdose symptoms of narcotic withdrawal. The pump was replaced due to premature battery depletion. The oral medication was adjusted to compensate for intrathecal drug to stop withdrawal symptoms. The patient outcome was 'alive - no injury'..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).